Event description:
Following deep brain stimulation placement, the pt developed weakness, hypertension, and worsening of pd symptoms; all results of an acute launar stroke. The pt had a greater than normal total unified parkinson's disease rating scale (updrs) score and a markedly lower repeatable battery for neuropsychological status (rbans) score prior to entering the study. This raised the question about whether the pt should have ever been enrolled. A follow-up report will be submitted if additional info becomes available.